Event description:
It was reported that the patient's device is nearing elective replacement indicator (eri) after only two years of implant. The device was removed and replaced. The right ventricular lead showed high capture threshold which is suspected to have caused the rapid battery depletion on the device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) we received performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.705 to 2.630 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device was returned and analyzed. The device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We received performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.705 to 2.630 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts. (B)(4). The full lead was received in segments and analyzed. The distal conductor was fractured. It was noted that the defibrillator conductor was distorted and the distal conductor was stretched. There were several conductors that had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. There was blood in/on the helix mechanism including the sleeve head. The lead was stretched. It was visually noted that due to the stretching of the distal conductor, it was not possible to determine the location of the fracture or where the anchor sleeve was in relation to the fracture.